Event description:
Pt experienced fluid overload/flash pulmonary edema and required vent/ICU care post procedure (myomectomy/hysterectomy). Alarm on equipment did not alarm at setting, 500cc. Sales rep present for most of procedure. Conclusion: we believe that the equipment's attached of measuring weight for detecting fluid discrepancies is prone to incomplete weight transfer to its load cell. The result is an under measurement of fluid loss, a failure to alarm for a fluid discrepancy and the risk of pt fluid overload going undetected. In this case, the storz personnel improperly attached the load-cell assembly by failing to place its set screw in the positioning hole provided in the vertical-support shaft. The incorrect assembly of the unit's load cell resulted in the equimat's weight measurement rod becoming lodged against the upper face of the trolley base. This prevented incomplete weight transfer to the load cell. As a result, an alarm for a fluid discrepancy greater than the 500 ml alarm limit did not sound.